Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a leak between the suction cover, the scope body, the electrical connector guide pin and the channel tube. In addition, evaluation found the following; due to wear of the scope cover packing, water tightness was lost. The up/down knob could not be locked securely due to wear of the forceps elevator lever, the forceps channel port had a dent, the air/water cylinder and the suction cylinder had no color, due to damage on the guide pin of the electrical connector, water tightness was lost. The electrical connector had corrosion due to water leakage. Due to damage on the channel tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The image guide protector had a cut, the light guide lens had a chip, the bending tube was deformed. The protector of the universal cord on the suction connector side, had a scratch. The scope identification had a number of maximum cumulative uses reached. Due to a scratch on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to clogging of the nozzle, the air supply volume did not meet the standard value and the connecting tube had stains. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had the air/water function greatly reduced. The device was returned for evaluation. During the device evaluation, brown foreign material and stains were found on the following parts: switch box, switch 1, suction connector, image guide protector, the plastic distal end cover, light guide lens adhesive, objective lens adhesive, bending section cover, bending section cover adhesive, the forceps elevator lever, the right/left knob and the up/down knob. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by loss of water tightness at the cover. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The supplemental medwatch reported the device had foreign material stuck in the cover and on the lens. However, the device was returned without complete reprocessing steps as the device was damaged. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.